Manufacturer narrative:
The density of the insert was analysed and found to be according to the specifications valid at time of production. The microstructures as obtained from the quality documents of both parts accomplish the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Secondary metal transfer patterns can be found on the fragment of the insert and on the ball head as a result of contact with metal parts after the primary fracture event. Primary regular metal transfer can be found with varying intensity on the insert. But it´s not able to evaluate the primary metal transfer cause of the high number of missed fragments. Due to secondary damages it´s not able to identify the primary fractures and the area of the break beginning. Primary regular metal transfer can be found with varying intensity on the ball head. On the polished surface of the ball head outbreaks and intensive metal abrasion can be found. This indicates an intensive contact of the fragments with the already broken insert and the metal cup. On the polished surface of the ball head clearly delimited wear areas can be found. Due to a lack of ceramic parts and the secondary damage it´s not possible to identify the breaking cause.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Additional component received from incident reported in medwatch 3005673311-2016-00039.country of complaint: (B)(6), 11 year post operative breakag of the ceramic head. Revision surgery required; changed to delta/delta ceramic.